Manufacturer narrative:
Follow-up #1: date of submission 03/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings: there was evidence of a loss of prime (eaw code 162) warning observed in the black box history. The pump was exercised for 24 hours with no loss of prime warnings duplicated. The force sensor calibration was observed to be within specifications. The pump case was removed and there was a crack in the force sensor trace and moisture observed internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.